Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump volumes were off, 1 milligram per hour and it ran 10 in 2 hours. No physical damage reported. The issue started on (B)(6) 2024 during use. There was patient involvement, no harm and no delay of therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Could not confirm customer¿s complaint that the device experienced an inaccurate over delivery. Device passed self-test with no error alarms. Device passed volume accuracy pvt test. Device delivered 20.4 ml of fluid. Volume accuracy of 98 %. Programmed the device to run a protocol of rate = 500 ml/hr. For a vtbi of 200 ml. Device delivered a total of 198 ml of fluid. Volume accuracy of 99 %. Probable cause for customer¿s complaint of the device over delivering was not found. During inspection found the fluid shield and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the fluid shield and cassette door. Probable cause is physical damage consistent with normal wear and tear. A review of 12 month service history performed and found no similar events.